Event description:
Pt was having upper gi x-rays taken. Table was horizontal. Pt was turning and holding on to upper edge of table. Hand bar was in place. Pt had been instructed by technologist to hold onto hand bar. Pt thought she was holding hand bar but actually was holding on to the top edge of the table. Radiologist moved the table top and the 2 fingers on her right hand were caught in edge of table. Fingers were lacerated and part of one nail removed. Required splinting of fingers.